Event description:
The site reported that a bilateral patient had been implanted with a light adjustable lens, but did not return for any follow-up light adjustment treatments. The patient also did not comply with uv protective eyewear. The patient returned approximately 6 months after cataract surgery with complaints of blurry vision. Premature photopolymerization of the lens was confirmed. The lens in the right eye was explanted on (B)(6) 2021. The lens within the left eye was explanted on (B)(6) 2021 and was reported under 3012712027-2021-00022.

Manufacturer narrative:
The site reported that a bilateral patient had been implanted with a light adjustable lens, but did not return for any follow-up light adjustment treatments. The patient also did not comply with uv protective eyewear. The patient returned approximately 6 months after cataract surgery with complaints of blurry vision. Premature photopolymerization of the lens was confirmed. The lens in the right eye was explanted on (B)(6) 2021. The lens within the left eye was explanted on (B)(6) 2021 and was reported under 3012712027-2021-00022. The lens was not saved after explant. The site discarded the lens.

Manufacturer narrative:
The site reported that a bilateral patient had been implanted with a light adjustable lens, but did not return for any follow-up light treatments. The patient also did not comply with uv protective eyewear. The patient returned approximately 6 months after cataract surgery with complaints of blurry vision. Premature photopolymerization of the lens was confirmed. The lens in the right eye was explanted on (B)(6) 2021. The lens within the left eye was explanted on (B)(6) 2021 and was reported under 3012712027-2021-00022. Device history record for the lens was reviewed. No issues were noted. The lens is in process of being returned for evaluation.

Event description:
The site reported that a bilateral patient had been implanted with a light adjustable lens, but did not return for any follow-up light treatments. The patient also did not comply with uv protective eyewear. The patient returned approximately 6 months after cataract surgery with complaints of blurry vision. Premature photopolymerization of the lens was confirmed. The lens in the right eye was explanted on (B)(6) 2021. The lens within the left eye was explanted on (B)(6) 2021 and was reported under 3012712027-2021-00022.